Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge and inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer¿s blood glucose level was 130-290 mg/dl. Customer loaded a new cartridge to resolve the issues.